Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Review of the system log file showed that there was failure in self-test of pdm in the m cabinet; there was input in the pdm voltage but there was no output in pdm. Upon troubleshooting, the fse found that pdm in m cabinet had problem. To resolve this issue, fse replaced the pd assay rear panel box. The defective part was returned to philips and found that 2 screws and 2 connectors were missing and the red +24v wire was loose on the lvps which could cause power failure. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.